Event description:
The clinic reported noticing a burning smell coming from the vitrectomy function of the phacoemulsification machine during a vitrectomy procedure. The phacoemulsification machine was exchanged and the procedure was completed successfully with a different unit. There was no pt injury with this incident.

Manufacturer narrative:
An amo field service engineer examined the sovereign system at the customer location and found that the machine's vitrectomy box required replacing in order to correct the reported issue. The component was replaced and the system was tested and returned to service. Vitrectomy box. No further information is available.